Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent an magnetic resonance imaging (MRI), as they were admitted to the hospital for a stroke. The s-ICD was not put into mr mode beforehand. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently, the s-ICD was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.